Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a unspecified bd collection tube had erroneous results. The following was reported, " material no. Unknown, batch no. Unknown, customer states they encountered a false positive using a tube. When they used another tube the result was negative. Sus voluntary event report was rcvd, - "false positive troponin level. Blood was drawn at 10:52am. Same sample used to test troponin level at 4:50pm. Troponin level tested with fresh sample and troponin level negative. Tested on abbott i2000s."

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. FDA notified: the initial reporter also notified the FDA on (03/05/2019, a medwatch # mw5084417). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd collection tube had erroneous results. The following was reported, "material no. Unknown, batch no. Unknown, customer states they encountered a false positive using a tube. When they used another tube the result was negative. Sus voluntary event report was rcvd, - "false positive troponin level. Blood was drawn at 10:52am. Same sample used to test troponin level at 4:50pm. Troponin level tested with fresh sample and troponin level negative. Tested on abbott i2000s."